Event description:
(B)(4). I began to experience really sharp pains that were later said to be my gallbladder. I had my gallbladder removed shortly after being diagnosed. I have experienced my menstrual cycle lasting for weeks and months at a time. I have experienced severe weight gain and continued pelvic pain.